Event description:
I-cat classic's operator/control box was not properly installed. The operator/control box with the activation button was installed on the inside of the x-ray room, when the technicians fire an x-ray they are in the immediate area, exposing them to unnecessary radiation.

Manufacturer narrative:
Imaging sciences international (isi) investigation revealed that the I-cat classic was not installed properly. The installing firm, is not an authorized reseller or installer, does not have contractual relationship with isi and has not been trained by imaging sciences international to install the I-cat system. It was also determined that the unauthorized installer did not install the system in accordance with the I-cat system user manual part #990310 which clearly stated in meters the location of a properly shielded permanent barrier and recommends using a qualified physicist or expert to review the shielding site plan. No medical intervention has been required or further alleged injury.